Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the ventilator screen froze during start up. The patient was removed from the ventilator and transferred to another ventilator withoout any reported patient harm.